Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ low sorbing infusion sets leaked from the taxol line once primed. The following information was provided by the initial reporter: "3 incidences where the smartsite on the taxol line has been leaking once primed."

Manufacturer narrative:
Investigation summary: a 10010454-0006 product was not available for investigation; however, the customer indicated the complaint sample was from lot 22055938. The feedback provided by the customer indicates leakage was detected from the smartsite component after priming. As part of the feedback the customer provided a video of their experience; analysis of the video confirmed the customer experience, as fluid was seen flowing out from the piston of the smartsite component, however no obvious manufacturing defects were was visible to determine the nature of the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a very small number of similar reports against the smartsite component in the past 12 months.